Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.50/2.5/087 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.